Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, hypotube "destructuration" was noted. The procedure was completed with an 18x3.5 non-bsc stent. No patient complications were reported.